Event description:
The hcp determined that the implantable neurostimulator had reached or was close to end of service. Impedances were greater than 4000 ohms on some of the bipolar pairs. X-rays showed no visible damage or change in the lead placement. There was no known incident or accident related to the complaint, although the pt did fall a lot. The pt was scheduled for lead revision and battery replacement. Additional info has been requested. A f/u report will be submitted, if additional info becomes available.